Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and air flowed back into the side port issue occurred. The investigation was completed on 23-may-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and air flowed back into the side port issue occurred. It was reported that the physician noticed air bubbles inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after mapping. They removed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and continued the procedure using a competitor sheath. The procedure continued without any further issues. There was no patient consequence reported. Additional information was received. Air was introduced into the patient. It was seen on ice. The sheath was removed and replaced with the sro sheath. No medical intervention was required. Air only in the right atrium so no concern by the physician. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable malfunction for air flowed back into the side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 14-jun-2023, noted a correction to the 3500a follow-up #1 as it should have included in the h10. Additional manufacturer narrative the following: the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-may-2023, observed the hemostatic valve was placed in its original place and broken next to the introduction area. The returned condition was assessed as MDR reportable for a hemostatic valve broken issue. The awareness date for this reportable lab finding was 23-may-2023.